Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. Reportedly, the air compressor and heater breaker continuously turning off. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and did not duplicate the breaker trip. The cse did install a new alternating current (ac) module and humidifier receptacle due to no power. The unit passed self-testing.

Manufacturer narrative:
(B)(4).